Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient underwent a valve in valve procedure approximately 4 years and 1 month post implant of a 23mm sapien 3 ultra valve in the aortic position. The patient was experiencing shortness of breath, recurrent flash pulmonary edema, orthopnea, and peripheral edema. Mean valve gradient measured 35mmhg, there was moderate transvalvular aortic regurgitation, and valve area index measured 0.7cm2. Imagery was provided by the site and reviewed by an edwards lifesciences clinical imaging specialist. It was observed that there was mild halt at the base of all 3 leaflets, and there was a moderate amount of calcium seen on the leaflets. The patient was treated with a 23mm sapien 3 ultra resilia valve via carotid access, and the implant was a success.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The valve calcification reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The provided imagery was reviewed by an edwards lifesciences imaging specialist, and the following was noted: there is a moderate amount of calcium seen on the leaflets. There is mild halt at the base of all 3 leaflets. The valve is under-expanded, measuring 21.5mm at mid valve (0.5mm added for outer diameter). Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve calcification was confirmed based on review of the provided imagery. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as hyperlipidemia and chronic kidney disease were reported in the patient's medical history . According to the technical summary, evaluation of reported event of structural valve degeneration by calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.